Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Device evaluation: the device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included full functional testing, bench handling, impedance, and power cycling without duplicating the customer's report. An internal inspection found no discrepancies. The battery and ac power were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity log suggests the user was notified of a low battery condition, and eventually, a replace battery condition. No trend is associated with reports of this type.